Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel. A 6.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, immediately after inflation, contrast agent was found to be leaking under fluoroscopy and the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another 6.0 x 40 40cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.